Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device in cardioversion mode, when they were going to perform a shock, has been turned off. Device was in clinical use but no reported adverse event. We are considering this to be a serious injury because live-saving therapy/treatment may have been interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 indicating that the device turned off in sync mode. Device was in clinical use at time of event, no patient harm reported. We are considering this to be a serious injury because live-saving therapy/treatment may have been interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.